Event description:
The customer contact reported that during preventative maintenance testing at the user facility the pump did not deliver. During testing, the customer contact indicated that the pump could be programmed and operated without the vial being seated into the injector. The customer contact reported that the device did not prompt that the vial was not in place. There were no reports of any adverse patient events and no reported delay in critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.